Event description:
A customer reported that during cataract surgery while using an ophthalmic handpiece the vacuum in visco step failed to go above 365 mmhg which caused the inability to remove all the viscoat from the eye. There were no system messages or errors during irrigation and aspiration phase. A patient experienced toxic anterior segment syndrome and was treated with steroid drops to lower inflammation. The procedure was completed on the same day normally with the addition of carbonic anhydrase inhibitors post operatively. Outcome of the patient was unknown.

Manufacturer narrative:
Additional information is provided in sections b.5, h.6 and h.11. A sample was not received at investigation site for evaluation for the report of vacuum in visco failed, possible toxic anterior segment syndrome; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery while using an handpiece vacuum failed to go above 365 mmhg which caused the inability to remove all the viscoelastic from the eye. There were no system messages or errors displayed during irrigation and aspiration phase. The patient experienced toxic anterior segment syndrome and was treated with steroid drops and diuretic to lower inflammation. The procedure was completed on the same day. Outcome of the patient was unknown.